Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation as part was discarded by the site. A medtronic representative went to the site to test the equipment as part of planned maintenance (pm). The imaging system failed electrical inspection. The medtronic representative replaced the motion batteries along with the inverter charger. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that there was an electrical failure during the imaging system planned maintenance (pm). Measure battery voltages 11 and 12; measure battery voltages 12 and 13. Inverter battery charger 1 charging j7 pins 11 and 12 with 28.82 volts and 12 and 13 with 28.30 volts. There was no patient present when this issue was identified.